Event description:
It was reported that the handpiece was running continuously and would not stop. No other info was known.

Manufacturer narrative:
The device was returned to the manufacture and the complaint of the device running continuously was confirmed. This was due to the magnet falling out of the trigger assembly and sticking to the ebox causing the condition. The trigger was upgraded and returned to the customer.